Manufacturer narrative:
(B)(4). The manufacturing location was unavailable. Device manufacture date: the device manufacture date was unavailable. Reporter's full name, address, email address and phone number were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure on a femoral diaphysis fracture, it was observed that the battery hand piece device stopped working while in use with the power module device and the sterile cover device. According to the report, the handpiece still did not work when the surgeon pushed in the power module device with the sterile cover. It was further reported that the handpiece device was activated when a new power module device was used with the same sterile cover. As a result, there was a five minute delay in the surgical procedure. An identical spare power module device was available and was used to complete the surgical procedure successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture (dom) was unknown. The dom (jul 18, 2011) has been updated to reflect the date the device was manufactured. If additional information should become available, a supplemental medwatch report will be submitted accordingly. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the device had liquid damage and had no function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.